Event description:
The report is from the study. The pt is a male with a history of hypertension, hyperlipidemia, and smoking. The indication for the intervention was acute myocardial infarction (ami). Pain onset was greater than 24 hours and less than 72 hours prior to the procedure. The ami was an inferior nstemi with no thrombosis. Heart rate at baseline was 58/min. Blood pressure was 140/80. Troponin was less than 2 times above upper normal level (unl). The target lesion was the proximal circumflex and the 1st obtuse marginal. Vessel diameter was 3.8mm and the lesion length was 10mm. Pre-procedure stenosis was 80% and timi flow was 3. The lesion was de novo, bifurcated, eccentric and had no angulation or calcification. Lesion classification was type c. The lesion was pre-dilated with a 3 x 11 mm balloon at 6atm. Lesion location according to medina classification was 1,1,1. Single stent technique and a kissing balloon were used. A device was deployed at 10atm. The stent was post-dilated due to the bifurcation. Post-dilation was conducted was a 3.5 x 11mm balloon at 18atm. Post-procedure stenosis was 0% and timi flow was 3. The pt had excessive thrombus formation (in the guiding catheter and on wires) during the procedure. Three hours after the procedure, the pt experienced acute stent thrombosis and an inferior myocardial infarction. Post-procedure (6-24 hours), troponin was 2 times above unl and 24 hours to discharge, troponin was great than 5 times above unl. The stent thrombosis was successfully treated with balloon dilation. The pt was discharged 6 days later.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.